Event description:
It was reported the programmer had a white screen and could not be reset. The analyzer, which was from a different programmer, had intermittent operation. There was no sensing on the screen, no lights on the side, but it would pace. Exiting the analyzer software, and going back in without turning off the programmer, would usually work. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer had a white screen. The low voltage differential signaling (lvds) connection to the display was loose. (B)(4): the analyzer was analyzed and no anomalies were found.